Event description:
Additional information indicates "the pump was repositioned and cleared the urine color, unfortunately the pump was discarded by the customer after explant."

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b1 (is product problem) to capture the malfunction code.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 43 year old male patient with cardiomyopathy implanted with impella cp. The following day hemolysis was diagnosed through cdconcerns of hematuria. Upon imaging, the impella was deep in the left ventricle, and pump was repositioned. Subsequently, hemolysis resolved. Patient treated for an additional 12 days, which is off label with no additional noted issues. Impella cp was used off label.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis was most likely use issue related to improper positioning as issue resolved after repositioning pump per clinical details.